Manufacturer narrative:
The 7mm x 4cm x 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used as a pre dilation; however, it ruptured at six atmospheres (atm) during its initial inflation. There was no reported patient injury. A contralateral approach was made. The lesion was approximately two cm at the proximal region of the left superficial femoral artery (sfa) with 99% stenosis. There was no vessel tortuosity. The saber rx was not used for a chronic total occlusion (cto) case. There was no difficulty in removing the product from the hoop, the protective cover, the stylet or any of the sterile components. There were no kinks or other damages noted prior to inserting the device on the patient. The device was prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction observed while inserting the balloon through the hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The product was removed intact and in one piece from the patient. Other additional procedural details were requested but were unknown. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82168866 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 99% stenosis may have contributed to the reported event, as a heavily stenosed lesion may damage balloon material when attempting to cross the lesion. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 7 mm x 4 cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used as a pre dilation but it ruptured at 6 atmospheres (atm) during its initial inflation. The product was removed intact and in one piece from the patient. There was no reported patient injury. A contralateral approach was made. The lesion was approximate 2 cm at the proximal region of the left superficial femoral artery (sfa) with stenosis. There was no vessel tortuosity. The percentage of stenosis was 99%. The saber rx was not used for a chronic total occlusion (cto) case. There was no difficulty in removing the product from the hoop. There was no difficulty removing the protective cover. There was no difficulty removing the stylet or any of the sterile components. There were no kinks or other damages noted prior to inserting the device on the patient. The device was prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction observed while inserting the balloon through the hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was difficulty in crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The device will not be returned as it was already discarded. Other additional procedural details were requested but were unknown.